Event description:
It was reported that the instrument was dropping metal shavings. No pt harm, adverse outcome or injury was reported. The following medwatch reports were created for the instruments and cannula accessories returned from this site. MFR. Report #2955842-2006-00160, MFR. Report #2955842-2006-00161, MFR. Report #2955842-2006-00162, MFR. Report #2955842-2006-00163, MFR. Report #2955842-2006-00164, MFR. Report #2955842-2006-00180, MFR. Report #2955842-2006-00181, MFR. Report #2955842-2006-00182, MFR. Report #2955842-2006-00183, MFR. Report #2955842-2006-00184, MFR. Report #2955842-2006-00185, MFR. Report #2955842-2006-00186, MFR. Report #2955842-2006-00187.

Manufacturer narrative:
The cannula accessory was returned and evaluated. Per the customer reported complaint, engineering found the inner surface of the cannula to be out of alignment, thus creating a raised ledge which may remove material from the instrument during use.